Event description:
Reported in journal surgery for obesity related diseases 2008/apr version: "31 patients had undergone revisions for port and/or tube related problems." Follow up with the doctor reveals: "there were some port dislocations and also breaking of the tube at various locations." No further information is available from the doctor.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Product will not be returned for analysis. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".